Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) may have not had ability to provide potentially life-saving therapy as a result of programming. The patient had been in ventricular tachycardia and the device did not perform delivery of shock therapy. There were no reported adverse patient symptoms associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service without further issue. As new information would become available, this report will be further evaluated and updated.